Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the guide could not be inserted into the dilator and became stuck inside the patient requiring a forced extraction. During removal, the guide uncoiled like a spring. It was noted that the guide did not pass through the thinnest dilator in the kit. There was no renal perforation.

Event description:
According to the available information the guide could not be inserted into the dilator and became stuck inside the patient requiring a forced extraction. During removal, the guide uncoiled like a spring. It was noted that the guide did not pass through the thinnest dilator in the kit. There was no renal perforation.

Manufacturer narrative:
On september we received one guidewire and two dilators ch06. After decontamination, we tried to pass the guidewire through the dilator ch06 the guide does not pass. It was blocked at the shaped end of dilator. Despite this sample received no lot number could be determined, so we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production. However, this complaint will be used for trend analysis. According to the informations known, quality database was checked and revealed one non-conformity which could be related to the described defect: "yd14xx70 passage du mandrin de contrôle de 1.00mm non conforme" opened on june 2024 and closed on january 2025. This defect was due to a manufacturing issue and actions are implemented in our manufacturing plant. A similar case study was performed based on percutaneous product, defect pcn dilator no functional, over last four years, 28 similar cases were found. A rmf evaluation was performed based on criq209 - risk identified 12200a (hazardous situation: dilator cannot glide over the guidewire (or with difficulty) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.